Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The sgc was advanced into the anatomy when residual air was noted in the hemostatic valve. Aspiration was performed to remove the air. The sgc was removed and re-prepped with no issue noted. The sgc was then re-advanced, but air was still noted in the valve. The sgc was removed and replaced. One clip was implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported sgc leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak in this incident was attributed to observed tears in the silicone valve; however, a definitive cause for the tears in the silicone valve could not be definitively determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.